Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the s defective with missing elements due to a deep cut on the ultrasonic probe from physical stress such as dropping / knocking. The event can be detected/prevented by following the instructions for use which state: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a torn rubber (acoustic lens) at the distal end. There was no patient harm associated with the event. The device was returned and evaluated. During evaluation the ultrasound image displayed was defective with missing elements due to a deep cut on the ultrasonic probe. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to a crack on the scope cover and pinching of the bending section cover, the forceps elevator knob rotated concurrently due to deformation of the knob, the scope cover plate was detached, the scope cover, grip and case were deformed, the scope body was cracked, a noisy image occurred due to damage on the charged coupled device (ccd), the light guide lens was cracked, the bending section cover adhesive was detached, the connection between the bending section and connecting tube was not secured due to deformation of the bending tube, the coating of the connecting tube was peeled, the bending angle in the right direction did not meet standard value due to wear of the angle wire, and the ultrasonic cable and cord had buckling. This event is under investigation. A supplemental report will be submitted upon receiving additional information.